Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the nonconformance was main tube insulation damage. The main tube insulation exhibited damage along the distal end of the shaft. The insulation was found with several gouge and scratch marks. The marks were not axially aligned with the tube. Material was missing and appeared to be scraped off. A large section of the insulation was also completely removed visibly exposing the metal shaft. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si transoral robotic surgery procedure the monopolar cautery instrument hit another instrument and the insulation was scratched and worn off. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.